Event description:
It was reported that, after total hip replacement was performed on an unknown date, the patient experienced frequent dislocations. This event was treated by conducting a revision surgery on (B)(6) 2022. An unknown r3 liner and oxinium femoral head were explanted. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a tha (liner and head) revision was performed after an unknown length of time in-vivo due to frequent dislocations. It was communicated that the requested documentation was not available. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported frequent dislocations and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.